Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, contamination was found under all the button contacts and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display lens. On investigation the keypad cover was found to be torn. The pump powered up to a dim and discolored verify screen. The contrast button was unresponsive while the remaining buttons responded properly. Upon removal of the keypad cover, contamination was found under all the button contacts and the contrast button contact was missing. In addition, a torn bolus button cover was observed but the button responded properly. (B)(6).